Manufacturer narrative:
The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. 11/09/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, using synergy cranial 2.2.6, the navigation system became unresponsive when navigating a passive probe. A re-start of the navigation system restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.